Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive any therapy during the oversensing. . The device was reprogrammed and the issue was resolved. The patient was stable.